Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the retainer ring was off. Customer stated that the location of damage was reservoir area. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer reports: physical damage to the device clip rails on back of insulin pump. Device passed displacement test. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Minor scratched display window, case and keypad overlay. In conclusion customer complaint of cracked case on the back near the clip rails was confirmed. (B)(4).